Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).